Manufacturer narrative:
Device evaluation: one bioraptor knotless suture anchor and one 8.5mm x 72mm clear-trac cannula were returned for evaluation. Visual assessment confirmed the reported complaint. The anchor is free from the inserter and lodged in the cap of the cannula. One leg of the stay suture is free from the handle. The inner shaft that adjusts the anchors grub screw is bent. It appears that when the surgeon decided to remove the anchor from the site one leg of the stay suture came free allowing the anchor to dislodge from the inserter. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established. (B)(4).

Event description:
During a labrum repair procedure using a bioraptor, knotless suture anchor, it was reported that the anchor became stuck inside the cannula and could not be removed. Another cannula and bioraptor knotless suture anchor was used in a second site, leaving the initial hole empty. The patient was a young boy and the expected bone quality would be hard. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).